Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 63 variable (03) & pump error 4 were found on 04/27/2023 13:31 in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, peeling serial label. Critical pump error is not confirmed. Pump error 63 is confirmed due to being found in history files and traces and due to cracked soldered joint at u1 pin (04). Pump error 4 is a consequence of pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was beeping with an open book image. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.